Manufacturer narrative:
Device evaluation: one flat filter, epifuse connector, and catheter were returned for evaluation. Water was injected while the device and components were connected and a leak was found from the catheter. Observation of the catheter leak revealed a small hole. No fine projections were found on the hooks of the filter that could have led to observed holes in the catheter. The investigation stated that the catheter hole that caused this event was in the hook position of the filter cover as it likely came in contact with some sharp object. However, the event was not reproduced during investigation. Based on the investigation and evidence, the reported allegation was confirmed. The problem source was listed as unknown.

Manufacturer narrative:
Device evaluation: one (1) used sample was returned for evaluation p/n 100/860/060 with lot number reported 3598285; the sample was received in used condition without its original packaging. During visual inspection no discrepancies were found. During functional testing thecuff of the returned sample was inflated using a syringe and the product was submerged under water in order to detect any leakage. Leakage was observed coming out from a small tear in the cuff. A review of the manufacturing process for p/n 100/860/090 l/n 3836219 was conducted by quality engineer on 12/jun/2019, in order to verify that there are no situations or practices that could create the event as described in "description of non-conformance" section. The following operations were reviewed, in order to verify that the operations were properly performed, also to ensure that the operations complied with gmp's requirements and shm procedures: cuff assembly operation was reviewed; no discrepancies were found. Inflation line assembly operation was reviewed; no discrepancies were found. Production performs a 100% in process inflation test to the cuff and visual inspected that cuff has no ragged edges. Quality takes a sample using an aql 1.0 and level inspection gi, in order to ensure that cuff is properly inflated. Customer reported: was confirmed, the most probable cause is that the cuff tear occurs during tracheostomy procedure due to contact with sharp edge which is in conflict with IFU 10011781-001 page 4: "guard against cuff damage by avoiding contact with sharp edges."

Event description:
Information was received that the cuff of a smiths medical tracheostomy was leaking. No patient injury occured.